Event description:
The customer reported that while the iabp was in use on a patient, the patient went into cardiac arrest, when they were closing the chest post bypass surgery. The patient's chest was re-opened and life support measures commenced. After reestablishment of cardiac output, the balloon was inserted via a trans - thoracic approach, as they were unable to gain access via the femoral artery. The chest was not closed post procedure. The patient was transferred to the ICU, a trip of approximately 10-15 minutes. Upon arrival at the ICU, the iabp shut down. It remained off for approximately 1 to 2 minutes while the clinicians plugged the iabp into mains (ac) power. The iabp powered up and therapy was continued. The patient's condition continued to worsen, and the patient went into cardiac arrest. Attempts to revive the patient were unsuccessful. The patient expired ten minutes after arrival at the ICU. The customer did not identify the low battery alarms at the time of the event, as this patient had many devices and multiple alarms occurring. The customer has indicated that they do not attribute the patient's death to the event, but rather to their critical condition.

Manufacturer narrative:
A company service representative evaluated the iabp. He determined that the battery would not hold a charge. The battery was replaced. The system was tested to factory specifications and was returned to the customer. The battery is being returned to the manufacturer for evaluation. A follow up medwatch report will be submitted when our investigation is complete. (B)(4).